Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: j36125, expiration date: oct2017) from an unspecified date for one day (8 hours) to alleviate pain. The patient's medical history included hypothyroidism, high cholesterol, gerd, high triglycerides and rhinitis. Concomitant medications included rosuvastatin calcium (crestor) 10 mg daily for high cholesterol, levothyroxine 100 mcg daily for hypothyroid, rabeprazole sodium (aciphex) 20 mg daily for gerd, escitalopram oxalate (lexapro) 20 mg daily to take the edge off, fish oil 1000 mcg 2 daily for high triglycerides, ascorbic acid, betacarotene, cupric oxide, tocopheryl acetate, zinc oxide (preservision) 2 daily to prevent macular degeneration, pseudoephedrine hydrochloride (sudafed) 4 mg daily for rhinitis, and bifidobacterium infantis (align) 1 daily to keep gi track good. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "I have been using thermacare products for a long time. Recently, I used the new neck, wrist and shoulder product. I noticed it did not seem to be as warm as previous wraps, yet I got burned quite badly on my scapula (described as red, raised burns in 3 or 4 places on her scapula, oblong shape of the heat cells) and experienced discomfort. I had it on for 8 hours while working. I am now afraid to use the product again. I do realize the instructions say burns could happen, but I never had a problem in the past. I am guessing my skin has become thinner and now have scars due to my age." The patient did not consult a healthcare professional as a result of the events. Action taken with the suspect product was unknown. Therapeutic measures taken included polysporin ointment and a band aid. Clinical outcome of the event burn was not resolved, she still had red areas but no discomfort and the outcome of the remaining events was unknown. The patient reported skin tone to be very light or fair, she does not have sensitive skin and has no abnormal skin conditions. The patient previously used other heat products and did not experience any problems/symptoms. She was wearing several layers of clothing over the thermacare product. The patient attached the adhesive to body and did not engage in exercise while using the product. She did not check the skin under the product while wearing thermacare. She did read the usage instructions on thermacare use. As of (B)(6) 2016, the product quality complaint (pqc) group investigation results stated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: clinical outcome of the event. Follow-up ((B)(6) 2015): new information received from a contactable consumer included patient data (age), relevant medical history, concomitant medications, reaction data (additional events of redness and discomfort, verbatim of red, raised burns in 3 or 4 places on her scapula, she did not check skin under the product while wearing thermacare and outcome of events). Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: therapeutic measures taken and reaction data (additional event of scar). This case has been upgraded to a serious reportable medical device report. Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2016): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events discomfort, erythema, intentional device misuse, and scar are assessed as associated with device use. This case meets final10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events discomfort, erythema, intentional device misuse, and scar are assessed as associated with device use. This case meets final10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Burned quite badly on my scapula/ had red, raised burns in 3 or 4 places on my scapula, they were the oblong shape of the heat cells [thermal burn]. Discomfort [discomfort]. Red, raised burns in 3 or 4 places on her scapula [erythema]. Wearing several layers of clothing over the heatwrap, did not check skin under the product [intentional device misuse]. Scars [scar]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: j36125, expiration date: oct2017) from an unspecified date for one day (8 hours) to alleviate pain. The patient's medical history included hypothyroidism, high cholesterol, gerd, high triglycerides and rhinitis. Concomitant medications included rosuvastatin calcium (crestor) 10 mg daily for high cholesterol, levothyroxine 100 mcg daily for hypothyroid, rabeprazole sodium (aciphex) 20 mg daily for gerd, escitalopram oxalate (lexapro) 20 mg daily to take the edge off, fish oil 1000 mcg 2 daily for high triglycerides, ascorbic acid, betacarotene, cupric oxide, tocopheryl acetate, zinc oxide (preservision) 2 daily to prevent macular degeneration, pseudoephedrine hydrochloride (sudafed) 4 mg daily for rhinitis, and bifidobacterium infantis (align) 1 daily to keep gi track good. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "I have been using thermacare products for a long time. Recently, I used the new neck, wrist and shoulder product. I noticed it did not seem to be as warm as previous wraps, yet I got burned quite badly on my scapula (described as red, raised burns in 3 or 4 places on her scapula, oblong shape of the heat cells) and experienced discomfort. I had it on for 8 hours while working. I am now afraid to use the product again. I do realize the instructions say burns could happen, but I never had a problem in the past. I am guessing my skin has become thinner and now have scars due to my age." The patient did not consult a healthcare professional as a result of the events. Action taken with the suspect product was unknown. Therapeutic measures taken included polysporin ointment and a band aid. Clinical outcome of the event burn was not resolved, she still had red areas but no discomfort and the outcome of the remaining events was unknown. The patient reported skin tone to be very light or fair, she does not have sensitive skin and has no abnormal skin conditions. The patient previously used other heat products and did not experience any problems/symptoms. She was wearing several layers of clothing over the thermacare product. The patient attached the adhesive to body and did not engage in exercise while using the product. She did not check the skin under the product while wearing thermacare. She did read the usage instructions on thermacare use. Additional information has been requested and will be provided as it becomes available. Follow-up (12oct2015): new information received from a contactable consumer includes: clinical outcome of the event. Follow-up (09nov2015): new information received from a contactable consumer included patient data (age), relevant medical history, concomitant medications, reaction data (additional events of redness and discomfort, verbatim of red, raised burns in 3 or 4 places on her scapula, she did not check skin under the product while wearing thermacare and outcome of events). Follow-up (21dec2015): new information received from a contactable consumer includes: therapeutic measures taken and reaction data (additional event of scar). This case has been upgraded to a serious reportable medical device report. Company clinical evaluation comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events discomfort, erythema, intentional device misuse, and scar are assessed as associated with device use. This case meets initial 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events discomfort, erythema, intentional device misuse, and scar are assessed as associated with device use. This case meets initial 10-day (B)(6) and 30-day FDA reportability.